Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to a paroxysmal atrial fibrillation (paf) procedure in two different access sites. The suture of one proglide was successfully pre-placed at each site. The sheath was upsized respectively to 8.5f and 12f sheath and the procedure was completed. The pre-placed suture at the 12f access site achieved hemostasis. Reportedly, the suture at the 8.5f access site was pulled with single hand technique and the knot was advanced and hemostasis was confirmed. The white suture was pulled to solidify the knot; however, the suture separated and pulled out of the anatomy. Guide wire access was maintained so another proglide device was successfully used to achieve hemostasis at this site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.